Event description:
Abiomed impella device was being inserted. Staff obtained an abiomed impella cp set. At the beginning of the procedure, it was noted that the peel away sheath was cracked. It was removed and a new sheath put in place with no difficulties or complications. Believed the peel away sheath was cracked prior to use. Packaging was intact: only the sheath had a visual defect.